Event description:
It was reported that, "periprosthetic fracture in july, plate implanted. Patient in physical therapy, heard a crack, and xray indicated that the plate had broken."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.